Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02153. It was reported that there was a kink in the access system and recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the laa which was noted to be broccoli shaped. Two 33mm watchman ® laa closure device & delivery systems (wds) were attempted to be positioned in the laa. Both devices were ultimately recaptured and removed with no reported issue. A 30mm wds was then advanced and deployed. This device also required recapture; however, the was had buckled and kinked resulting in recapture difficulty. During recapture attempts, the deployment knob of the wds detached from the core wire. The was and the wds catheter were removed, leaving the core wire and closure device in the patient. A second was was then advanced to successfully recapture the closure device. The procedure was aborted. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman delivery system (wds) and the two related devices watchman access systems (was). The device could not be separated. The devices were bloody. The sheath and tip of the complaint device was stuck in the sheath of the related device wds. There was 27 mm of the sheath sticking out of the hub of the related was device and the hub/valve was detached and not returned. The core wire and implant were received inside the second was and the deployment knob was not returned with the device/core wire. The sheath, core wire, and implant were microscopically and tactile inspected. Inspection revealed numerous kinks (bunching) in the sheath (that was sticking out of the was hub) for the entire length of 27 mm, core wire damaged (bent/flattened for a length of 28 mm starting 5 mm form the tip/kink located 79.5 cm from tip) and the deployment knob was completely broken off from the proximal end of the core wire (and not returned), and had anchor damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. Bsc ID: (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02153. It was reported that there was a kink in the access system and recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the laa which was noted to be broccoli shaped. Two 33mm watchman ® laa closure device & delivery systems (wds) were attempted to be positioned in the laa. Both devices were ultimately recaptured and removed with no reported issue. A 30mm wds was then advanced and deployed. This device also required recapture; however, the was had buckled and kinked resulting in recapture difficulty. During recapture attempts, the deployment knob of the wds detached from the core wire. The was and the wds catheter were removed, leaving the core wire and closure device in the patient. A second (was) was then advanced to successfully recapture the closure device. The procedure was aborted. There were no patient complications reported.